Event description:
Total hip revision surgery performed in 2008, 76 months after original tha. It was stated that there was no complications during the revision surgery.

Manufacturer narrative:
Other device: neck, short +47.5, cat #220310, lot# 304.